Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, left ventricular (lv) lead dislodgement was observed. Dislodgement was confirmed by diagnostic imaging. The issue was resolved by explanting and replacing the lv lead. The patient experienced no adverse health consequences.